Event description:
Instrument gave a troponin I result of 10.7; after the patient received further testing the troponin I level was reported on the same sample with a result of <0.04. Qc was good & the instrument showed no error messages. Only able to deduce sampling error, probably due to an air bubble or fibrin clot.